Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128, (lot: va33hy4); product type: 0200-lead; implant date: (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that per caller x-ray and CT scans were taken today. They were reviewed by 3 different radiologists, it sounds like the lead tip in the subcutaneous tissue not throw the sacral foramen. Technical services reviewed standard lead location vs what is being reported per scan , reviewed that MRI would not be recommended based on that information. They redirected to have patient see their managing doctor.